Manufacturer narrative:
On august 26, 2021 additional information received indicated that the replacements are as follow: l/cat#: 3503251bc sn#: (B)(6) r/ cat#: 3503251bc , sn#: (B)(6), and right side capsulectomy was performed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Per additional information received on july 28, 2021, indicated that height of the patient is "5 ft", weight of the patient is "123 lbs". Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on october 03, 2021: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample determined that the sm mpp gel 325cc breast implant was found to have ruptured into two pieces. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear in the anterior aspect, measuring approximately 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. Mentor concluded that the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 13, 2021 additional information received indicated that the patient scheduled for bilateral replacements with cat#: 3503251bc on (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture, capsular contracture baker grade IV. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent a primary breast augmentation with 325cc mentor memorygel breast implant experienced right-sided grade IV capsular contracture and implant rupture postoperatively. Rupture was diagnosed by ultrasound. As a result, the patient underwent explantation on (B)(6) 2021.